Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. The customer blood glucose (bg) level was 300 mg/dl. The customer delivered manual injections to address bg level. During the call with tandem technical support the customer reported experiencing another inaccurate fill estimate. Tandem technical support assisted the customer reloading the cartridge and the customer received an accurate fill estimate. Cold insulin had been used.